Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain / essure has caused severe pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and vaginitis. On (B)(6) 2010 and (B)(6) 2010 hysterosalpingogram was done. Concurrent conditions included back pain, numbness, tingling, excessive thirst, tiredness, sluggishness, shortness of breath, breast mass, bacterial vaginosis, uterine bleeding and hepatitis c. Family history included depression. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), breast tenderness ("hormonal changes describe: breast tenderness"), mood swings ("severe mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("mental anguish / anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation/suffering"), deformity ("disfigurement"), psychological trauma ("related psychological injuries"), abdominal pain ("abdomen pain"), physical disability ("bodily impairment") and general physical health deterioration ("degradation") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). The patient was treated with surgery (ablation and major surgery as a result of their essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, breast tenderness, mood swings, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, anxiety, anhedonia, emotional distress, deformity, psychological trauma, physical disability and general physical health deterioration outcome was unknown. The reporter considered abdominal pain, anhedonia, anxiety, bladder disorder, breast tenderness, cystitis, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, general physical health deterioration, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, physical disability, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: pfs noted that essure has caused general damages, special damages. Essure coils visualized bilaterally. Current weight 247 lbs. Approximate weight at the time of essure placement 230-250 lbs. Details: tubal essure coils were placed in the tubal ostia bilaterally and deployed without difficulty, 2 to 3 coils were visible status post placement in tubal ostia bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: plaintiff does not recall at this time.; on (B)(6) 2010: n/a. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdomen pain, menorrhagia, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, hormonal changes describe: breast tenderness, severe mood swings. Infection (bladder/ urinary tract/vaginal). Migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight loss, other injury(ies) or complication (s) please describe: suffering,mental anguish, bodily impairment, loss of enjoyment of life, humiliation, degradation, disfigurement, anxiety and related psychological injuries, abdomen pain. Outcome of event pelvic pain was updated. Medical history, reporter information, aka name were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.